Event description:
It was reported that the patient presented to the doctor with recurring incontinence. The artificial urinary sphincter (aus) device was then explanted due to erosion. A new aus device was implanted during a later surgery on (B)(6) 2020. There were no further complications.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device was implanted during a later surgery on (B)(6) 2020.